Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the defibrillator is not reading co2. There was no reported adverse patient impact.

Event description:
The customer reported the defibrillator is not reading co2. There was no report of patient involvement.